Manufacturer narrative:
Results and conclusion summation - stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Quality engineering could not determine a conclusive root cause for the stent dislodgement. The graftmaster. (Unknown) referenced is being filed under MFR# 2024168-2007-00465.

Event description:
Reporting status: serious injury. Reporting rationale: stent successfully removed using a balloon. Device issue: dislodged stent. It was reported that a jomed (jostent graftmaster) stent had been placed a few months earlier to treat a perforation; however, later an expansive pseudoaneurysm formed at the edge of the jomed (jostent graftmaster) stent. The jostent graftmaster was attempted for placement over the pseudoaneurysm; however, the jostent came off of the delivery system due to the patient's anatomy. Multiple attempts were made to reach the pseudoaneurysm which was located around a very tortuous bend off the distal end of the prior placed graftmaster stent. The stent which was still on the wire was retrieved out of the patient using a balloon. No other treatment was attempted. The patient still has the pseudoaneurysm. No additional event or patient information is available.